Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported to philips healthcare that they received a "shutting down now" message when the device had a fully charged battery in slot a. There was no report of patient involvement.